Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient arrived at the emergency room after having a syncopal episode and having fallen forward resulting in facial bruising. The ventricular lead was found programmed to unipolar. The patient stated that there had been "problems with the lead in the past." The physician believes that the device withheld pacing which caused the syncope to occur. A lead revision is planned, but has not occurred according to available documentation. No patient complications have been reported as a result of this event.